Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: 2006-(B)(6), explanted: unk.

Event description:
It was initially reported that the patient heard a two-toned alarm and telemetry was not yet performed. It was later reported that there was a programming error, the fill volume was entered in wrong. The programming was corrected. The alarm was an empty pump alarm. Patient outcome was noted as no injury and no hospitalization. Drug delivered via the device was compounded baclofen 15mcg/ml.